Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported through the stryker facebook page, "worst medical mistake I have ever made. My stryker triathlon acts just like my knee did before I had surgery. I wish that I had done more research on it prior to letting it be implanted in me."